Event description:
Per the audiologist, the pt reported decreased performance with the cochlear implant system. Results of an integrity test done in 2007 suggested normal receiver/stimulator function. In 2008, the clinic reported the pt's hearing performance had continued to decrease. The pt's device was explanted a few days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.